Manufacturer narrative:
Final device analysis results reveal - no anomaly found - normal device function.

Event description:
The manufacturer received the pump back for analysis. The reported reason for removal was infection. No pt symptoms or outcome were reported. Additional info has been requested from the hcp, but was not available on the date of this report. A follow up report will be sent when additional info is rec'd.